Event description:
It was reported that the pump touch screen was dark and would not turn on. Reportedly, the pump had been manually placed into storage mode. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer went for a walk to address the bg.